Manufacturer narrative:
Age, weight, ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Date of event: the exact date is unknown, the best estimate is between (B)(6) 2022. Email address: unknown/not provided, as information was asked but not provided. Reporter address - (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient has a complaint about far vision. Doctor targeted emmetropia for iol power, but post-op refraction is sphere -1.00 cylinder -0.75 which results myopic refraction. As the patient complaints about daily driving car affected due to far vision, doctor performed lens exchange with competitor product. It was noted that the incision was enlarged. After explant, the patient¿s far vision is over 0.8. No further information available.

Manufacturer narrative:
Additional information and corrected data: new information received indicated that the original intraocular lens (iol) model zfw100 was removed and replaced with lens zfr180. It was initially reported that the lens was replaced with a competitor iol. Therefore, this supplemental filing is to update the following field per new information received: section b5 - describe event or problem: the original lens was replaced with another johnson and johnson iol indicated as zfr180. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: dec 16, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could contribute to or cause the complaint issues could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: the reported complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.